Manufacturer narrative:
Concomitant medical products: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during testing, when cut was activated using the pedal, the display showed coagulation and vice versa. Customer confirmed it was the foot switch at fault by cross checking with another ft10 generator. There was no patient involvement.